Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional info has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Pt reported the explant of a lap-band access port due to a "leak." Health professional reported the "leak" was first observed when physician noted he "couldn't access the port," and originally suspected "the port was malpositioned." During explant surgery, the physician noted a "distinct fracture in the port tubing approx three inches away from the port." Physician diagnosed a "tubing leak" as the cause of his inability to make fill adjustments, noting the port was correctly positioned. The access port and tubing were explanted and replaced.